Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from korean to english: "inner plunger¿s rubber parts was not pulled for somewhat reason. Syringes' inner plunger was found to be broken, so a user couldn¿t distract medicine."

Manufacturer narrative:
Two photos of 1ml luer-lok syringes lot 3032552 were received and evaluated. The first image shows the top web slip with all applicable product information. The next image shows three loose barrels and two plunger rods with the tips of the plungers broken off. Inside each of the barrels the stoppers can be seen fully inserted. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken defect is associated with the assembly process. A device history record review was completed for provided lot number 3032552 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Inner plunger¿s rubber parts was not pulled for somewhat reason. Syringes¿s inner plunger was found to be broken, so a user couldn¿t distract medicine.